Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a missing reservoir tube o-ring, a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, and a cracked case at a display window corner.

Event description:
It was reported that the customer had an issue with the o-ring coming off the reservoir chamber. Part of the o-ring was torn off and the other half is still in the insulin pump. Customer stated that the o-ring fell out of the pump and the pump has been dropped. Customer does not think that the pump being dropped had anything to do with the o-ring issue. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.